Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. It was not reported if the patient was hospitalized for this event. The patient was treated with unspecified antibiotics for the event. Pd therapy was continued during the treatment. At the time of this report, the patient outcome was not reported. It was not reported if the patient was retrained in proper aseptic technique. The reporter declined to provide additional information.